Event description:
It was reported out of box that the e-sep pencil activated without the button being pressed. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported out of box that the e-sep pencil activated without the button being pressed. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting device return.